Event description:
A pt was receiving cardioversion. On the third defibrillation an abrupt spark and burning smell was noted coming from the area where the external pads had been placed. A reddened area across the chest was noted to be the same size as the defibrillator pads. The pads were replaced over newly-shaved area. A fourth defibrillation was successful.